Manufacturer narrative:
Continuation of d10: product ID {{unknown dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the bioprosthetic transcatheter aortic valve an electrocardiogram (ECG) identified a left bundle branch block (lbbb). The patient experienced palpitations and chest tightness, but denied symptoms of presyncope, radiating chest pain, shortness of breath or dizziness. Hospitalization was prolonged for monitoring. Intermittent complete heart block and a high-grade atrioventricular block later developed. An evaluation by the electrophysiology team was made and a permanent pacemaker was implanted 4 days following the onset of the lbbb. A chest x-ray and pacemaker interrogation post procedure were satisfactory. The event resolved the date of the pacemaker implant. The patient was discharged one day later. The physician indicated the event was causal to the implant procedure and the valve.

Manufacturer narrative:
Updated data: d1, d3, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.